Manufacturer narrative:
(B)(6) follow up for corrections. Manufacturing site changed from mannford to the dominican republic in tabs MDR ownership, suspect medical device (d), all manufactureres (g). Additionally a DHR review has not been performed at this time. H3 other text : see manufacturer narrative.

Event description:
The patient claims that air was blown into the body from the bottle. The patient went to the clinic for preventive care. I called the son and the patient is fine. However, the presumption could not be confirmed by the clinic. Below the next information to the complaint: 02/march/2020: air bubbles were created when trying to drain the bottle and, according to son, also migrated towards the body. The patient inserted the emergency clamp and went to the clinic there the air was "sucked" out of the catheter with a syringe. Not out of the body! The patient is doing well and no further measures were necessary.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available and should any pending sample be returned for an evaluation, the results of investigation will be provided.

Event description:
The patient claims that air was blown into the body from the bottle. The patient went to the clinic for preventive care. I called the son and the patient is fine. However, the presumption could not be confirmed by the clinic. Below the next information to the complaint: (B)(6) 2020: air bubbles were created when trying to drain the bottle and, according to son, also migrated towards the body. The patient inserted the emergency clamp and went to the clinic. There the air was "sucked" out of the catheter with a syringe. Not out of the body! The patient is doing well and no further measures were necessary.

Event description:
The patient claims that air was blown into the body from the bottle. The patient went to the clinic for preventive care. I called the son and the patient is fine. However, the presumption could not be confirmed by the clinic. Bellow the next information to the complaint: (B)(6) 2020: - air bubbles were created when trying to drain the bottle and, according to son, also migrated towards the body. - the patient inserted the emergency clamp and went to the clinic - there the air was "sucked" out of the catheter with a syringe. Not out of the body! - the patient is doing well and no further measures were necessary. Please find pictures attached. (B)(6) 2020:response received: no, the access tip has not come loose. Only some foam has formed in the bottle. Additional queries sent. Polc 09apr2020: per rcc, unfortunately the customer couldn¿t provide any further details. Email attached. Polc.

Manufacturer narrative:
Pr 1464898 follow up emdr for device evaluation: seven photos were provided to our quality team for evaluation. The photos verify the reported product information, however, we are not able to observe any damage or defects with the product. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for the release of the product were met. Based on the available information and our quality team's investigation, a root cause for the reported failure mode cannot be determined as the photos provided do not show any evidence of the alleged issue.